Event description:
The customer reported to the customer technical support (cts) that immage 800 instrument intermittently drops liquid on cover between sample probe wash well and sample wheel. The customer verified the tightness of all connection including draw tube, syringes and probe; no issues were noted. Patient results were not impacted by this event and no erroneous results were generated. The customer did not come in contact with the fluid. On (B)(6) 2011, a field service engineer (fse) performed the following: replaced the sample probe and performed all probe alignments. Ordered a new xcaliber 180º t-valve for the customer. The customer ran qc and no issues were noted by the fse